Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in this incident, it was determined that drawer 6 failed. A field service engineer found that the main drawer 6 was not sensing as closed, cleaned the magnet on the inseparable, reseated the latch sensor into the latch catch, tested all the drawers in hardware test application and resolved the issue. The customer recovered the main drawer 6 successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.